Event description:
The user facility's biomedical engineer reported that during routine testing of the device, the unit's batteries were dead. This was a backup unit that was in storage. There was no patient involvement.

Manufacturer narrative:
The customer is not returning the batteries to the manufacturer.